Event description:
It was reported to baxter (B) (4) that the reservoir of an infusor two day device ruptured during use. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device has been received by baxter for evaluation, however, the evaluation has not yet been completed. A follow-up report will be submitted when the evaluation is completed, or should additional information be received. (B) (4)